Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device demonstrated under reporting of diagnostic data. It was also reported that the right atrial (ra) lead had undersensing of p-waves. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.